Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that buttons do not work during bolus. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No scrolling numbers noted during basal/bolus delivery. The insulin pump had an intermittent up arrow button due to moisture damage on keypad trace. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case at display window corner.